Event description:
Caller reported a malfunction on the pump with a displayed code of malf 5, but no notable events occurred prior to this malfunction. There was no adverse impact to the customer's blood glucose level. Customer did not previously reset the pump within the last 24 hours for this issue, so technical support provided information and assisted in resetting it. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. Customer was advised to call back if any further malfunction codes appear, and they acknowledged this instruction.